Event description:
It was reported that auxiliary control unit watchdog event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed all casings is in excellent condition. Reported issue was duplicated. The root cause of the reported issue is due to main board does not work as intended. Actions taken to mitigate the reported issue: replaced main speaker(due to a primary audible alarm error). Cleaned, greased and calibrated. Performed all the device functional test which passed cleaned, greased and calibrated the device.